Event description:
Alleged deflation.

Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for complaint. Device was discarded by surgeon. No findings available.